Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began in (B)(6) 2010 prior to contacting lfs. As part of the patient's diabetes management, the patient claimed she is on pills with diet and/or exercise. At an unknown date/time, the patient reportedly was feeling dizzy, shaky, and sweaty after the alleged issue began. The patient stated on the morning of (B)(6) 2011, she went to see her health care provider (hcp) for assistance. At the time of the doctor's office visit, the patient was prescribed to take oral medications of metformin and glyburide pills 2x daily. The patient denied being tested on any other blood glucose device at the time of the doctor's office visit. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the test strips were expired, and the blood sample was being applied on the top of the test strip. The alleged error message was resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k061118.